Event description:
Additional information was received indicating that the increase in seizures had been since (B)(6) 2011. The physician believed that the increase was related to the vns battery depletion, so the patient had revision. The physician indicated that from (B)(6) 2011 the patient had 27 seizures, while from (B)(6) 2011, the patient had 341. There were no causal or contributory programming changes, medication changes or other external events. The physician also indicated that the increase in seizures has resolved since the replacement. No other information was provided.

Manufacturer narrative:
.

Event description:
It was reported that the patient had been experiencing an increase in seizures prior to her vns replacement in november. It was indicated that the patient had experienced 341 seizures since june. At the time, the generator was thought to be at end of service by the physician. The generator was replaced on (B)(6) 2011 and returned for analysis which was completed on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective-replacement-indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information on the patient's increase in seizures have been unsuccessful to date.